Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to vaginal vault prolapse, sui cystocele, enterocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence and vaginal scarring. It was reported the patient experienced obstructive urinary retention, severe and recurrent sui and underwent vaginal exploration with removal of transvaginal sling mesh on (B)(6) 2012. The patient underwent revision surgery on (B)(6) 2012 due to severe and recurrent sui and had cl I ¿stop (cl medical) implanted . No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/16/2017.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that patient underwent a laparoscopic cholecystectomy and cholangiogram, on (B)(6) 2011, due to cholecystitis and cholelithiasis. No additional information was provided.